Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00086 and is related to medwatch report number mw5160511. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Medwatch report number mw5160511 received and reported the following: "during endobronchial ultrasound, the ebus needle (22 gauge) broke off and was inside the patient's lung. Additional procedures necessary to remove the fragment."